Event description:
(B)(4).

Event description:
It was reported, the programmer takes a long time to boot up. While installing the latest software upgrade, it locked up during the download and would not reboot. Use of the service disk was attempted, with no change. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer locks up during boot up cycle, the power supply and system fans were noisy and the power cord bay door was broken. (B)(4): analysis found that the cable was damaged and the lens was broken on the upper case.